Manufacturer narrative:
(B)(4). Exact date of event is unknown.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was stent graft migration found during routine surveillance (exact date is unknown) where the proximal end of the stent graft was 18 mm from the left lowest renal artery. The migration was attributed to proximal neck dilatation. There was also distal enlargement in the left iliac artery; however, no endoleaks were reported. The patient will be monitored by the physician. No clinical sequelae were reported.

Event description:
Additional information was received as follows: it was reported that there was a type ib endoleak on the left contralateral side. The endoleak was attributed to the limb migration into the sac. The decision was made to implant endurant 16/10/156 and 10/10/82 stent grafts on the left side. The endoleak resolved and the patient is fine. There was no need to cuff the proximal aorta.